Event description:
It was reported to boston scientific that during a therapeutic hydrothermal ablation (hta) procedure, the patient received a burn at the cervical area. The doctor noticed a light burn in the cervical area about the size of a quarter during the ablation. This occurred roughly at the four minute mark. The doctor continued the rest of the procedure and the case was completed successfully. The tenaculum stabilizer was not used nor was there any sign of fluid loss of any alarms. The patient was treated with a cream ( unknown) for the burn that occurred.

Manufacturer narrative:
The device has not been returned for an evaluation. The cause of the reported malfunction is undetermined.